Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there was noise resulting in oversensing and increased capture threshold noted on the right ventricular (rv) lead. The noise was reproducible in clinic. An attempt was made to reposition the lead; however, this was unsuccessful as the helix could not extend. The lead was explanted to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned for analysis. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages that are consistent with procedural damage. The reported events of oversensing, noise, and high capture threshold were not confirmed.